Event description:
It was reported, the pt's ipg was taking too long to recharge. Reprogramming to address the issue was unsuccessful. In turn, the pt stopped recharging the ipg as recommended. Due to the improper maintenance, the pt's ipg became inoperable. As a result, the patient's ipg was explanted, replaced (with a different model), and will not be returned to sjm. Stimulation was restored post-op.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.